Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post-implant-procedure. Upon interrogation, the left ventricular (lv) lead exhibited no capture and found to be dislodged. The lead was repositioned on 1 aug 2021. The patient was in stable condition throughout.